Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported a potential lot number: 10r18l07068. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink continu-flo solution administration sets would not connect to the filtered tubing (clearlink continu-flo solution set) and one-link device (no further detail). It was further reported that the tubing male luer connection would not lock; drug leakage was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.